Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the high-resolution stereo viewer (hrsv) monitor involved with this complaint to perform failure analysis, and the reported failure was confirmed and replicated. No related errors were found in the system logs that could be associated with the reported event. Upon visual inspection, no issues were found that could be related to the reported event. The unit was installed in a golden system, where the hrsv monitor displayed a solid black screen, replicating the reported issue. The probable root cause is attributed to an electrical module issue from lcd display on hrsv monitor.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the issue and replaced the high-resolution stereo viewer (hrsv) monitor to correct the issue. The system was tested and verified as ready for use. Isi has not received the hrsv monitor involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that the left eye was missing on the system. The tse reviewed the logs and noted no faults. The tse instructed the customer to power cycle the system, but the issue persisted. The tse confirmed that vision was present in both eyes on the vision side cart (vsc). The customer decided to move forward with the case and planned to swap surgeon side consoles (ssc's) when clinically possible. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the da vinci coordinator and obtained the following additional information: everything was checked before use and there were no errors on the system. The issue occurred right after the system was docked to the patient and the surgeon was doing a walk around the ssc. That was when the issue with the eye was found. The customer then brought in the other ssc from the other system. There was no patient injury, and the procedure was completed as planned.